Event description:
It was reported that the customer met with her endocrinologist, who tried to adjust her pump. Yesterday the customer kept bolusing multiple times but her blood glucose level would not go below 400 mg/dl. Customer's blood glucose level was 474 mg/dl at the time of the incident. Customer's current blood glucose level is 134 mg/dl. Customer felt symptoms of high blood glucose levels such as dehydration and shoulder pain. Customer treated with the pump. Customer was admitted to the emergency room on (B)(6) 2015. Customer could not get her blood glucose level down. Customer was wearing the pump at the time of the hospital visit. Customer woke up yesterday with a blood glucose level of 200 mg/dl and after lunch it started climbing. Customer put the battery back in the pump. Customer found a bent cannula. Customer will be sent a tubing clamp. Customer was advised to change the entire set, reservoir, and insulin. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.